Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed that the sewing ring appeared to have been removed cauterized exposing the stent. There were remnants of green multifilament sutures attached to the sewing ring and the valve appeared slightly distorted. The right cusp (rc) was the closed position with the free margin on the same plane as the lunula of the left cusp (lc). The non-coronary (nc) cusp was in the closed position with the free margin on the coaptive ridge of the right cusp (rc). All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. The right (rc) and non-coronary (nc) cusps were prolapsed due to the dehiscence. An intracuspal hematoma was observed on the inflow margin of attachment of the right cusp (rc), adjacent to the inferior coaptive area. An additional intracuspal hematoma was noted on inflow margin of attachment of the right cusp (rc) extending onto the right non-coronary inferior coaptive area. Additionally there was a small abrasion observed on the inflow of the left cusp (lc), adjacent to the margin of attachment. The initiation of a dehiscence was observed on the superior coaptive area of the left right commissure. The right non-coronary commissure was dehisced, possibly related to separation of the layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent to post were intact. The left non-coronary commissure were intact with thin layer of pannus encroaching onto to the stent post. Glistening off-white pannus lined the inflow base stitching. Thin glistening off-white pannus was found on the nc outflow rail extending to and partially encapsulating the stent post. Remnants of thick pannus were on the remaining sewing ring. An unknown amount of pannus appeared to have been removed during explant. Radiography shows no evidence of calcification on the leaflets or commissures. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 10 years post implant of this 25mm mitral bioprosthetic valve, a leaflet tear was noted resulting in regurgitation. The valve was explanted and replaced with a 27mm non-medtronic valve. No additional adverse patient effects were reported.